Event description:
It was reported, that this implantable pacemaker exhibited minute ventilation (mv). Oversensing of the right atrial signal. This was due to noise on the right atrial channel. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited minute ventilation (mv) oversensing of the right atrial signal. This was due to noise on the right atrial channel. No changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the complaint description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Information was corrected from the following fields: bsc aware date. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pacemaker exhibited minute ventilation (mv) oversensing of the right atrial signal. This was due to noise on the right atrial channel. No changes have been performed. This device remains in service. No further adverse patient effects were reported.